Event description:
It was reported that the patient's device impedances were checked 3 hours post implant on (B)(6) 2011 and electrodes 2 and 3 and 9 and 10 were reading at under 50 ohms. The patient was seen again on (B)(6) 2011 and the same results were seen. The shorts were programmed around. The patient was receiving therapy.

Manufacturer narrative:
Analysis of neurostimulator model 37712 serial #(B)(4) showed no significant anomalies and passed final functional testing. Good stable output was seen. Longevity estimate at 100 ohms was 14.15 months at elective replacement indicator (eri) condition and 17.15 months to end-of-service (eos) status.

Event description:
Additional information stated an estimated replacement indicator (eri) message was shown on the patient¿s device the day prior to report at a follow-up appointment. It was stated there were low, out of range impedances of 33 ohms read on contacts 2 and 3 and contacts 9 and 10. It was also stated there was a short at those contacts and no therapy impedance was checked. It was noted the patient had a fall and a motor vehicle accident about six to nine months prior to report. It was stated the shorts appeared to be post-implant but it was unknown because the reporter was not at the case. Reportedly the patient¿s eri was programmed to occur after 8.12 months and their end of service (eos) at 11.12 months assuming the short occurred at implant. It was later reported no malfunctions were seen and the cause of the issue was not determined. It was stated they thought the shorts were present immediately postoperative. It was also reported the patient¿s implantable neurostimulator (ins) was replaced on (B)(6) 2013. It was noted the ¿shorts¿ had not impaired the efficacy of the patient¿s therapy. Ten days later it was reported there was a short that remained on the left and right leads but the cause was unknown. It was stated the ins was replaced due to the eri and the patient was receiving therapy and doing well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.